Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-02. H6: investigation summary: twenty four sealed sample sand one photo were provided to our quality team for investigation. Upon visual inspection of the photo, a leakage past the stopper ribs was observed. There was no evidence of damage on the syringe that could be identified. The sealed samples were also evaluated, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2007083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing was performed on ten samples of lot 2007083, in all cases the product met required specification and no leakages occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: product leak through the syringe plunger at the first sample piston joint defect; not watertight. The incident repeated several times with this batch of syringes over several days and with different manipulators. Clinical consequences; discharge of product on hands (gloves) of the manipulator (cytotoxic) loss of costly product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: product leak through the syringe plunger at the first sample piston joint defect; not watertight. The incident repeated several times with this batch of syringes over several days and with different manipulators. Clinical consequences; discharge of product on hands (gloves) of the manipulator (cytotoxic) loss of costly product